Manufacturer narrative:
B1 adverse event or product problem, corrected data: supplemental #1 inadvertently did not select "adverse event" b2 outcomes attributed to adverse event, corrected data: supplemental #1 inadvertently did not select "required intervention to prevent permanent damage/impairment"

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
Additional information was received from the physician that the patient was also experiencing increased depression. The patient was provided additional medication in response to the increased depression and was referred for a battery replacement. Additional information was received that the patient underwent a full system revision. It was determined that the generator had migrated following the patient having breast implant procedure. Per the physician, the cause of the migration was due to the breast implant procedure. Upon interrogating the device, high impedance and low output current were seen, therefore a full system revision was performed. The explanted devices were taken to pathology and have not been returned to livanova to date. Per the physician, the patient's increased depression was caused by the device not functioning properly (high impedance). The patient's depression was noted to be above pre-vns baseline levels the reported high impedance and increased depression will be captured in report 1644487-2025-00127. No other relevant information has been received to date.

Event description:
It was reported that patient's vns could not be interrogated. The physician has recommended a replacement and the patient believes her device may have depleted prematurely. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.